Manufacturer narrative:
Zoll has not yet received the autopulse li-ion battery for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
The customer used the autopulse platform (sn (B)(4) with autopulse li-ion battery (sn 44601) for resuscitating a cardiac arrest patient. During transport, the autopulse platform stopped after performing 5 minutes of compressions and powered off unexpectedly. The customer noted no user advisory because the lcd went blank. The customer stated that the battery was fully charged in the autopulse multi-chemistry battery charger (mcc) before using it with the autopulse platform. The status leds of the battery showed four solid green lights, and the status led of the multi-chemistry battery charger showed a green light, indicating that the battery was fully charged. The customer replaced the battery to resume the automated CPR. After replacing the battery, the autopulse platform performed compressions for 45 minutes to one hour without any issues. No consequences or impacts on the patient.